Manufacturer narrative:
Functional testing of the sample found the device powered on and irrigated as intended with no pressure issue noted. However, visual evaluation of the device found fluid entered the unit, went past the motor seal and into the housing. A review of the manufacturing records for the reported product code and lot number revealed that the lot was manufactured to specification; however, there are multiple steps within the manufacturing process that could contribute to fluid passing beyond the lip seal assembly. Based on our evaluation and the condition of the device we have identified the most likely root cause to be manufacturing related. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was initially reported that the hydrosurg irrigator had no pressure. There was no patient injury reported. The sample was returned and during testing of the subject product, the unit exhibited a fluid leak into the battery compartment.